Event description:
Boston scientific crm has received information that this cardiac resynchronization therapy defibrillator (crt-d), which was included in the shortened replacement window product advisory initially communicated on (B)(6), 2007, had a battery voltage of 2.58 volts at nearly 27 months of implant.

Manufacturer narrative:
Technical services advised that device follow up intensify to monthly. No adverse patient effects were observed. At this time, no additional information is available. If additional information becomes available, this event will be updated.most recently, this medical device has been returned to the boston scientific post market quality assurance laboratory but analysis remains inconclusive to date. As new information becomes available, this report will be further evaluated and updated. The investigation remains open at this time.